Event description:
It was reported that the device would not power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device was verified the reported intermittent failure. Physio replaced the system and the memory pcb assemblies. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies and observed that both assemblies were functioning properly. The reported condition could not be duplicated.